Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated the insulin pump has shot or squirted insulin out of infusion set when priming, had to rewind more than once per reservoir change, had unexplained and random no delivery alarms, time and date had reset after battery change, had rejected brand new batteries, failed battery test and had scratches on screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.